Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. No further information or actions taken by the customer or technical support were provided.